Event description:
The user facility reported that a complete loss of image was experienced in the middle of a bronchoscopy. The procedure was completed using a different bronchoscope. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed an image difficulty with the device. There was no image, no endoscope identification data transmission, and no narrow band imaging (nbi) functions present. There was a cut found on the bending section cover of the bronchoscope, and deep scratches on the distal end cover. There were dents and buckles observed on the insertion tube below the protector boot, and dents were present on the light guide tube. Biopsy forceps passage was found to be restricted due to a collapsed instrument channel at the dented and buckled area of the insertion tube. There was corrosion observed on the electrical connector, and fluid was found in the endoscope connector. The charge coupled device-flexible printed circuit was found burnt likely as a result of shorting due to fluid invasion. The cause of the user's experience was determined to be due to fluid invasion. The device was refurbished. This report is being submitted as an MDR in an abundance of caution.